Event description:
Reporter alleged patients blood glucose measured 454 mg/dl compared to another professional meter measurement of 138 mg/dl when testing was performed 2 minutes apart. Reporter stated control testing was performed and the levels were within an acceptable range. Reporter indicated no actions were taken and the patient received no treatment as a result of the comparison. A request was made for the return of the suspect device and replacement product was sent.